Event description:
Catheter inserted on 10/19/94. On 10/21/94 pt noticed redness, swelling and pain around the catheter area. Readmitted to the hosp on 10/26/94 for "IV" antibiotic treatment of wound infection in an attempt to salvage the catheter. The site infection improved with antibiotic treatment, but never completely resolved. The catheter was removed on 11/2/94, and pt continued on oral antibiotics.